Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break during the procedure only? Yes. Did the suture knots untie intraoperatively also? No. The thread only ripped while the node was being made and / or while the thread was tied to the pliers that held it under tension. What tissue was being approximated or sutured when it broke? Muscle tissue at the perineal level. What was used to complete the procedure? Another sture (vicryl/novosyn) procedure and event date? Unk.

Event description:
It was reported that a patient underwent an ob-gyn procedure in 2021 and suture was used. During the procedure, the suture thread broke while knotting. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one sealed sample of product code r1322 was received for evaluation. Visual inspection of the unopened sample was conducted and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. H6 component code: g07002 - testing of device from same lot/batch returned from user. A manufacturing record evaluation was performed for the finished device lot number an2181, and no non conformances / manufacturing irregularities were identified.